Manufacturer narrative:
It was reported that the tacks fell from the optifix at and did not penetrate the mesh. The optifix straight sample has been received, however the evaluation has not been completed. Based on the information available, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device states: "place the tip of the optifix¿ at absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity." Addendum: this is an addendum to the initial MDR to report the results of device evaluation. Visual examination showed no damaged device components. During functional testing in a simulated use test, the device functioned as intended deploying the remaining twenty-seven (27) fasteners successfully in both articulated and straight positions. The trigger mechanism was found to function as intended. Evaluation of the returned sample could not reproduce the reported event. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a robotic ventral hernia repair procedure using a bard/davol ventralight st mesh on (B)(6) 2020, when the surgeon fired the optifix at fixation device into the abdominal soft tissue, the first three tacks fell, and did not penetrate the mesh at all. The surgeon noticed that there was no kickback from the handle which was normally felt and a new device was used to complete the procedure. The second device worked perfectly and had immediate kickback. All loose fasteners were removed from the abdomen and there was no reported patient injury. The surgeon is an experienced user of the device.

Manufacturer narrative:
It was reported that the tacks fell from the optifix at and did not penetrate the mesh. The optifix straight sample has been received, however the evaluation has not been completed. Based on the information available, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device states: "place the tip of the optifix¿ at absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity." When the sample evaluation is completed, a supplemental emdr will be submitted.

Event description:
As reported, during a robotic ventral hernia repair procedure using a bard/davol ventralight st mesh on (B)(6) 2020, when the surgeon fired the optifix at fixation device into the abdominal soft tissue, the first three tacks fell, and did not penetrate the mesh at all. The surgeon noticed that there was no kickback from the handle which was normally felt and a new device was used to complete the procedure. The second device worked perfectly and had immediate kickback. All loose fasteners were removed from the abdomen and there was no reported patient injury. The surgeon is an experienced user of the device.